Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced cloudy effluent. On the same day, the patient was hospitalized for the event. The cause and treatment for the event were not reported. At the time of this report, the patient had not yet recovered. Dianeal therapies were ongoing. No additional information is available.